Manufacturer narrative:
Medical device problem code 2017 clarifier- failure to follow steps / instructions the device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that closure of the right common femoral artery was attempted with a prostyle device after a percutaneous transluminal angioplasty interventional procedure. Reportedly, the guidewire was not removed and a cuff miss [suture retrieval issue] occurred. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿no blood flow from the marker lumen¿ was not confirmed as fluid was able to pass through the lumen during testing. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. It was indicated that the device was pre-flushed prior to the procedure and the returned device analysis noted that fluid was observed coming out of the marker port during testing which indicates there was no blockage in the lumen. Therefore, it is likely that under insertion of the device contributed to the reported no blood flow from the marker lumen. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6- medical device problem code 2017 (failure to follow steps / instructions) and code 1142 (needle to cuff miss) were removed.

Event description:
Subsequent to the initially filed report, the following information was received:the returned device was received in the pre-deployed position. Follow up with the account confirmed that a cuff miss did not occur. Reportedly, although the marker lumen was successfully flushed prior to use, there was no blood flow from the marker lumen during attempted use, so the device was removed and not used further. No additional information was provided.